Event description:
It was reported that during use with 2 bd vacutainer® k3e 3.6mg plus blood collection tubes the tubes underfilled. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the tube drew only about half of the specified volume of blood.

Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this complaint, showing underfill. 20 retained samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Although photographs provided by the customer do indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of retained samples from this lot number did not confirm the reported defect. Bd was able to confirm customers¿ indicated failure mode based on the attached photographs; however, a definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.